Manufacturer narrative:
Submit date: 04/26/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reported that the PICC was leaking. The PICC was inserted on (B)(6) 2011 and was removed on (B)(6) 2011. The customer stated that the PICC was replaced with a single lumen PICC and the patient status is fine.